Manufacturer narrative:
The returned device was sent back to the supplier, (B)(4), for further investigation through vygon's supplier corrective action process. Additional information will be available when the supplier's investigation is complete.

Event description:
A white particulate was found in a i.v. Container (bag) after the bag was filled with the medical fluid. The particulate was found prior to use and patient was not affected.